Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred. Device history record review and complaint history review were not performed based on the low severity of this complaint. A full analysis of the data logs has been performed, which indicated that three communication errors occurred. The first communication error occurred in guidance, when the cooperative mode was activated to perform a clearance procedure. As no lines were recorded in the log file, he root cause for this first issue cannot be determined. Then, a second communication failure occurred at the arm connection and a third one occurred in guidance, when the cooperative mode was activated to perform a clearance procedure. Both of them were due to a controller issue however, their type cannot be determined as errors were not logged in the log file.

Event description:
Communication failure and shutdown due to detected collision with screwdriver into bolt. Delay was < 6 minutes, patient was not harmed.

Event description:
Communication failure and shutdown due to detected collision with screwdriver into bolt. Delay was < 6 minutes, patient was not harmed.

Manufacturer narrative:
It was noticed that the notification date that was submitted in the initial report 3009185973-2020-00029 was incorrect. The event notification date is (B)(6), 2019. The investigation completion date is jan 28, 2020.